Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the jaws did not open. The trigger was pulled from the handle and the device was released from the patient. There was no damage. This event might have occurred at the 15th firing. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: was the device difficult to fire? ---according to the rep, the firing stopped in clamping the tissue. The trigger was returned to the home position by hands, and the jaw was opened. No tissue damage was found. Any unusual noises heard? ---the information was not provided from the hospital.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition. Upon cycling the device, it was noted to be empty and locked out. The instrument is designed to lock out after all the clips have been fired; therefore a potential cause of the customer reported experience is the firing of all of the clips and the instrument "will not fire" (activation of the lock out mechanism). The instrument has an orange indicator that appears on the top of the handle as a reference for the user as to the quantity of clips remaining. No conclusion could be reached as to what may have caused the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.